Event description:
It was reported, the patient had the device system explanted due to lack of pain relief. All of the leads were explanted except the "very small leads on the dura" were left implanted. It was noted there were no surgical complications and the patient was taken to the recovery room in good condition.

Event description:
Additional review determined that the follow-up to this event was reported under MFR. Rep. # 3007566237-2012-02943. All future follow-up will be conducted under this MFR. Rep. (#3004209178-2012-08383).

Manufacturer narrative:
Product ID, 748951 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 748951 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type programmer, patient product ID, 3998 lot# j0527867v serial#, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).